Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate had a gray particle in the vial after the activation. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a grey particle, approximately 2 mm in diameter, inside the vial. The cause of the particle was determined to be a use error. The vial was activated more than once causing the coring of the bung. The instruction for use of the vialmate explains that no re-activation is allowed. The device was functionally tested by activating a new vial with the adapter. No issues were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.